Event description:
On (B)(6) 2014, the patient was implanted with a gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm.it was reported once the device was pulled out of the sheath because of tortuosity, the device appeared to be compromised. The shaft under the device snapped and the device had no rigidity, therefore it was not sent back up the sheath. A new device was used and the patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.